Manufacturer narrative:
The initial report was received on (B)(4) 2011 and found to be a non-reportable malfunction based on the info available. On (B)(4) 2011, new info was available through eval of the returned device and the decision was changed to a reportable malfunction. The device malfunction was confirmed and directly related to the reported event. The tiu and psu were found to be out of calibration. Replacement parts were sent to the site and the issue was resolved.

Event description:
A medtronic rep reported that the psu (positioning sensor unit) fails to power up on the stealthstation treon treatment guidance system. There was no pt present.